Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that there were no non conformities with the returned device. There was slight evidence of blood on the bipolar cord connector. A functional test was performed using a reference generator and a reference bipolar cord. The device performed according to specifications during several device activations. Based upon the function test, the reported complaint "had no power output" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the bisector on the vasoview 6 evh system had no power output. The bipolar cord was changed, and the unit still did not deliver energy. A replacement unit was used to complete the procedure. There were no patient effects. Reporter stated, "during using the vasoview, suddenly the bipolar clamp was no more workable. No defective contact between erbe and connection cable lockable. The connection cable was changed but the clamp have furthermore no function. Only to change to a new system helps." The product was returned.